Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 1055946 with abbott diagnostics (B)(4) limit of detection (lod) positive quality control x2 devices and negative control swabs x2 devices. All tests performed as expected with no false negative results observed. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 190-000 / lot 1055946 and test base part number 190-430 / lot 1055946. Quality control release testing met specifications with no false negative results observed. The current overall percentage of false negative patient results (confirmed and unconfirmed, conflicting) for lot 1055946, based on the total number of devices sold and the evidence available is 0.022%, indicates that this lot is performing as expected. Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue as the logfiles were not provided, however a possible assignable root cause is sample interference. Substances in the sample itself may have interfered with the reaction. A review of complaints against the kit lots for the reported issue indicates product performance is as expected and a product deficiency has not been identified. The following MFR report numbers are related to this report: 1221359-2022-01884, 1221359-2022-01885, 1221359-2022-01886, 1221359-2022-01887, 1221359-2022-01888, 1221359-2022-01889.

Event description:
The customer reported false negative results with the ID now covid-19 assay for multiple tests performed between (B)(6) 2022 and (B)(6) 2022. This MFR. Report addresses test 1 of 7. The customer reported a false negative result with the ID now covid-19 assay performed on (B)(6) 2022 with a nasal sample. Confirmation testing was performed with a nasopharyngeal swab using the core laboratories platform and generated a positive result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Correction : d2, d4. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1055946 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot 1055946 and test base part number 190-430 / lot 1055946. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1055946 showed that the complaint rate is (B)(4)%. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the logfiles were not provided. Substances in the sample itself may have interfered with the reaction. A review of complaints against the kit lots for the reported issue indicates product performance is as expected and a product deficiency has not been identified.